Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that qty. 2 of an ar-3636h self punching knotless hip fibertak soft anchor had an issue. During a hip scope labral repair procedure on (B)(6) 2023, when the surgeon followed the technique, the first anchor, when it was tapped with the mallet, would not advance. The anchor was pulled out in one piece and was bent. A second anchor was inserted, and when the surgeon pulled the inserter out, the tip of the metal inserter was broken off inside the patient's bone. The fragment was partially removed, and part of the tip remained inside the patient. The remaining broken fragment was pushed down and buried into the patient's bone. The surgeon deemed it safe to remain there. The surgeon used a different anchor from a competitor to complete the repair procedure successfully with no patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3636h serial/batch number (B)(6) was received for investigation. The visual inspection revealed that the inserter shaft had broken off at the distal end, specifically at the tip. Additionally, it was observed that the shaft was bent. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.